Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention and the ipg was explanted and replaced.